Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. Insulin was squirting out during the manual prime process. The customer was unable to exit the preparing to prime loop. She was stuck in the rewind complete/bolus delivery loop. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with broken off end cap; unable to verify for a33 alarm and perform basic occlusion, occlusion, prime, the excessive no delivery, a21 test and displacement test due to broken off end cap. All operating currents are within the specification, no unexpected low battery or off no power alarm noted. The insulin pump had minor scratched display window, cracked case at the display window corners, cracked on reservoir tube lip, cracked reservoir tube window, cracked reservoir tube window corners, cracked on the battery tube threads and missing the end cap sticker.